Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was programmed to deliver an unspecified concentration of pitocin at a rate of 2ml/hr and the delivery was started. No further programming parameters were provided. At an unspecified time during a user facility test of the emergency generators, "the emergency generator did not come on so there was a loss of power." The nurse powered the device back on. At this time, it was noted that the device display indicated a rate of 42ml/hr instead of the originally programmed rate of 2ml/hr. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.